Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI:(B)(4), serial: n/a, batch: ab2263 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient's right s1 drg lead had migrated. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-op.